Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. Additional information is being requested from the field. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that the ra threshold measurements had increased significantly over time as lead was over 30 years old. The physician opted to implant a new ra lead at the time of the device changeout procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.